Event description:
Alarm sounded off, rt attended to alarm and pt. Patient was immediately bagged -assisted by nsg-, while the ventilator was problem solved and eventually removed from bedside. Immediate action taken by staff and no sequential adverse event followed -aside from bagging and providing o2 support during equipment failure-. // the ventilator 'screen appeared lock'.